Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: there was a broken radius-plate. On the (B)(6) 2013 a correction was made on a osteotomy on the left radius. On (B)(6) 2013, they diagnosed a broken plate. The patient reported not experiencing any trauma, nor putting too much pressure on the plate. Or-report, x-rays and explants will be sent from the clinic. The surgeon had to explant the implants (2nd surgery) and renew the osteosynthesis. Material and xrays were received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes (B)(4). A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).